Event description:
The customer reported an unknown infusor device which was leaking from the distal end of the tubing where the flow is restricted before patient use. The device was filled with 5-fluorouracil and was being prepared for attachment to an unknown patient when the leak was discovered. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The product code for this device is unknown; therefore, the us 510k number is unknown. Per the customer, the device is not available for evaluation; however, a companion sample from the same lot is available. The companion sample has not yet been received by baxter for evaluation. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.